Event description:
It was reported that the patient had her implantable neurostimulator (ins) turned off for years. However, stimulation had been coming on starting a couple of months prior to the report. It had come on in the past but the patient brushed it off. It was noted that there was a time when the patient was reaching for something and stimulation came on. The most recent time this happened was when the patient was reaching for the washer. The reporter indicated that this happened so infrequently that the patient had not noticed a pattern. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Product ID: 3988, lot# n24899, implanted: (B)(6) 2001, product type: lead. (B)(4).